Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that this occurred after the device had been on for some time and when powered off, the device would not power back on. There was no patient use reported with the event.